Event description:
Journal reference: castner je, copland da, silburn pa, coyne tj, sinclair f, chenery hj. Subthalamic stimulation affects homophone meaning generation in parkinson's disease, j int neuropsychol soc. 2008; 14(5):890-894. Deep brain stimulation (dbs) of the subthalamic nucleus (stn) in individuals with parkinson's disease (pd) has often been associated with reduced verbal fluency performance. This study aimed to directly assess semantic switching as a function of stn stimulation in pd participants with the homophone meaning generation test (hmgt). Seventeen participants with pd who had received stn dbs completed the hmgt in on and off, compared to 21 non-neurologically impaired participants acting as controls. Reportable event: the results of the present study reveal a general deficit in the generation of meanings of homophonic words by pd participants in both on-and off-stimulation conditions, thereby suggesting that homophone meaning generation is similarly affected by frontal-subcortical dysfunction associated with pd. Furthermore, stn simulation resulted in a further decline on the hmgt, suggesting that stn simulation acts to further impair semantic switching in pd.